Event description:
Following the information provided when arjo technician was picking up the bed from the hallway, he asked the charge nurse, who walked out of the room, about the damaged bed. The nurse stated the bed was fine when the attending nurse left the patient. When the attending nurse returned to the patient's room, the side rail had been broken off. The nurse stated no injuries were sustained by the patient and they did not need to file a report of an incident. This bed was not part of any service call. The photographic evidence provided confirms that the bottom right safety side was completely detached from its mounting point. No further information about the circumstances of the damage are available. The device was returned to the arjo service center, where it was repaired by replacing of the side rail. On 02-dec-2022 arjo received an additional information about this event. During rounding at the hospital, the arjo representative was notified by the customer's representative that the reported side rail malfunction actually led to the patient rolling off the bed and falling onto the floor, which was not known at the time the complaint was intially reported. It was confirmed that no injury was sustained.

Manufacturer narrative:
This follow-up medwatch report was provided to amend the investigation conclusions based on new information received by arjo on 02-dec-2022. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment is most likely related to an excessive force applied to the side rail. This is in line with the side rail condition (the side rail was completely detached from its mounting arm as per photographic evidence provided). The instructions for use for citadel bed frame system (830.213-en) includes the general instructions regarding use, correct operation of the side rails and other relevant warnings. However, based on the provided information, which indicates that the side rail most likely became detached in the period when no caregiver was with the patient in the room, the circumstances of the damage are unknown and hence it cannot be determined whether any of the IFU information is relevant to the investigated scenario or if any of the instructions were not followed. Arjo device failed to meet its performance specification since the safety side detached from the frame, resulting in patient's fall. The device was used for patient treatment when the failure occurred. This complaint is deemed reportable due to safety side detachment from the bed resulting in patient's fall.

Event description:
Following the information provided when arjo technician was picking up the bed from the hallway, he asked the charge nurse, who walked out of the room, about the damaged bed. The nurse stated the bed was fine when the attending nurse left the patient. When the attending nurse returned to the patient's room, the side rail had been broken off. The nurse stated no injuries were sustained by the patient and they did not need to file a report of an incident. This bed was not part of any service call. The photographic evidence provided confirms that the bottom right safety side was completely detached from its mounting point. No further information about the circumstances of the damage are available. The device was returned to the arjo service center, where it was repaired by replacing of the side rail.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment is most likely related to an excessive force applied to the side rail. This is in line with the side rail condition (the side rail was completely detached from its mounting arm as per photographic evidence provided). The instructions for use for citadel bed frame system (830.213-en) includes the general instructions regarding use, correct operation of the side rails and other relevant warnings. However, based on the provided information, which indicates that the side rail most likely became detached in the period when no caregiver was with the patient in the room, the circumstances of the damage are unknown and hence it cannot be determined whether any of the IFU information is relevant to the investigated scenario or if any of the instructions were not followed. Arjo device failed to meet its performance specification since the safety side detached from the frame. The device was used for patient treatment when the failure occurred. This complaint is deemed reportable due to safety side detachment from the bed.